Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient experienced dizziness and the cgm was reading 64 mg/dl. The patient went to the hospital and when a fingerstick was done the cgm reading was 64 mg/dl and the blood glucose reading was 29 mg/dl. The patient was treated with baqsimi glucagon nose spray 5mg and stayed a total of 24 hours in the hospital before being discharged. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data.the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.